Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the power connection to the monitor on the cable was damaged. The suspect power cord was replaced by the medtronic representative to resolve the reported issue.. The navigation system then passed the system checkout and was found to be fully functional. The suspect power cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the power cord for the navigation system was removed causing the system to power down following registration. The cord was then bent as a result. The site elected to continue without navigation until a medtronic arrived and repaired the monitor. Following the repair, the site continued to use medtronic navigation to complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned power supply found that the reported event was related to an physical damage issue. Visual inspection found that the connector on the power supply was slightly bent. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.